Manufacturer narrative:
Follow-up #1: date of submission 03-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2018 with the following findings: the pump's black box showed evidence of unexplained pump reboot events. The battery cap was able to fully tighten to the pump with no issues. The pump was exercised for 24 hours with no power issues observed. There was no evidence of moisture contamination. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.